Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was high (over 600 mg/dl). Insulin injection was administered to address the bg and the customer's family assisted with treating the high bg. The customer went to the emergency room and was admitted to the hospital. Although requested, additional information regarding the occlusion and hospitalization was not provided.